Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a penile lengthening due to concealed penis, the medical personnel opened a package and found that the needle and thread were detached. They replaced the products. There was no patient injury.